Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278277, expiration date 04/30/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer received results of hi (greater than 33.3 mmol/l) and 8.2 mmol/l on mobile system 1, and a result of 2.7 mmoll on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.